Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Placeholder.

Manufacturer narrative:
Conclusion: expected wear of cable. Field service specialist (fss) visited the account and replaced foot pedal as he confirmed the errors by moving cable at strain relief (section). Footpedal was received and evaluated. Visual inspection showed the scratches (nicks) on the outside cover (expected wear). Functional test found that the footpedal was making noise when depressed in full position for both up and down. Also test showed that ground cable failed and footpedal was not responding when fully depressed. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
System giving pump rotation errors and handpiece errors when pressing down the footpedal. Customer tried new tubing, rebooting (system) and a new handpiece. Handpiece primed and tuned okay, but when pressing down on footpedal errors came up again. Doctor was on last eye of the day and could not finish the case due to error message generated by the compact system. Incision will be sutured closed as it was enlarged.